Event description:
It was reported that the filter was deployed just below the renal veins in a 20mm tortuous vena cava. When the filter deployed, 2 sets of legs twisted. The top of the filter was slightly tilted due to the vena cava tortuosity. Two days later, a CT scan was taken and it was determined that only one set of legs appeared twisted, because the filter was anchored, the filter was kept in place and remains implantated.